Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer declined assistance loading cart and resuming insulin. There was no reported adverse impact to the customer.